Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the device showed an alert for high, out of range high voltage lead impedance. The patient will be monitored.